Event description:
It was reported by the customer that a sterrad 100s ran a 1/2 cycle during operations in 2002. Biological indicators run on those days were reported as negtive. There were no loads run in the sterilizer between 2 days. Investigation revealed that an asp field service engineer (fse) had visited the customer site in 2002 to verify the preventive maintenance status of the customer's sterrad accidentally incremented the total machine cycles on the device involved in the event, and reset the cycles to zero to enable them to restore the original values. Asp reviewed the software source code for the software revision involved in this event and could not find a possible path that 1/2 cycles could be repeatedly executed without putting the sterlizer into the test cycle mode, and resetting the total machine cycle count. Testing of the customer returned software (e-proms) and in-house software of the same revision could also only reproduce the 1/2 cycle scenario if the "total machine cycles" were reset to 0 while the test cycle was enabled. This scenario was further validated by a review of the device print-outs rec'd from the customer.